Event description:
It was reported to philips that the device ac mains power fails to charge the battery. Coinciding with the failure to charge the battery, it was also noted that the power indicator failed to illuminate. There was no patient involvement.